Manufacturer narrative:
The serf ci/e liner is not involved in the system failure but it had to be replaced due to the femoral head retentivity system. Not returned.

Event description:
The surgery occurred on (B)(6) 2016 and was due to a patient fall and subsequently loosening their implants.